Manufacturer narrative:
The customer indicated that quality control (qc) was acceptable before the event, and out of specifications after the event. The customer noticed that the screws for the syringe pump assembly were not tightened down. This caused the syringe to not move properly within the drive. No leaks were observed by the customer. The customer was able to resolve the issue by tightening the screws. Service was not dispatched for this event. Instrument is currently running within specification. Failure mode is related to hardware and issue was resolved by customer performing repairs.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer was generating false low patient results for multiple cartridge chemistry (cc) analytes. The customer provided the data for twenty-nine (29) patient samples with discrepant results for triglycerides, cholesterol and high density lipoprotein deficiency (hdld) analytes. Incorrect results were reported out of the laboratory. No leaking was reported. Patient treatment was not impacted in connection to this event.